Event description:
Doctor reported an adverse event with c-qur tacshield.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the MFR. A review of the device history records could not be performed as no product code or lot number were provided. A review of the complaints database did not reveal any similar reports relating to a device failure.